Event description:
It was reported that the caller needed assistance in updating the pump's time settings due to a discrepancy between the displayed and actual time. There was no adverse impact to the customer¿s blood glucose level reported as the caller was unsure of previous settings due to lack of recent pump usage. Technical support helped update the time settings and advised the customer to monitor the pump, with instructions to follow up if the issue recurred.